Event description:
It was reported that this implantable pacemaker inappropriately reported two signal artifact monitor (sam) episodes and as a result the minute ventilation (mv) feature was deactivated. Analysis of the device was performed, and it was found that high out of range pacing impedance measurements were observe on the right atrial (ra) channel. Additionally, noise and oversensing was observed on the ra channel. Noise on the right ventricular (rv) channel was also observed. It was notified that the same date that, the same date the sam episodes was recorded, an ablation procedure was performed. Technical services recommended x-rays and further system evaluation. At this time, no changes have been performed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this implantable pacemaker inappropriately reported two signal artifact monitor (sam) episodes and as a result the minute ventilation (mv) feature was deactivated. Analysis of the device was performed, and it was found that high out of range pacing impedance measurements were observe on the right atrial (ra) channel. Additionally, noise and oversensing was observed on the ra channel. Noise on the right ventricular (rv) channel was also observed. It was notified that the same date that, the same date the sam episodes was recorded, an ablation procedure was performed. Technical services recommended x-rays and further system evaluation. At this time, no changes have been performed. This device remains in service. No adverse patient effects were reported.